Event description:
It was reported that the patient did not feel sufficient stimulation coverage for the whole pain area. The patient underwent a revision procedure where a spinal cord stimulation lead was added. Nothing was removed, all devices remain implanted in the patient. The patient was doing well postoperatively.